Event description:
It was reported by customer that leaking was notified on powerloc max y site needle at the y side. No harm to patient or nurse. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.